Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on that side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("severe heartburn") and choking ("I got choked on food"). The patient was treated with surgery (nissen fundoplication and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspepsia and choking outcome was unknown. The reporter considered choking, dyspepsia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. Case upgraded to serious incident as hysterectomy was added as treatment. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.